Event description:
It was reported that the bd micro-fine ultra¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: customer has had to prick himself several times, because he cannot make his injection. He has to take a new needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: customer has had to prick himself several times, because he cannot make his injection. He has to take a new needle.

Manufacturer narrative:
H6: investigation summary ; no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: customer has had to prick himself several times, because he cannot make his injection. He has to take a new needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 05-jan-2023. H6. Investigation summary: fifty four sealed 31g x 8mm pen needle samples were returned from lot. No. 2060492, cat. No. 325108. A clog test was carried out on thirty samples as per qsop-183-dl and no issues were observed. No samples were returned from lot. No. 2110734. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.